Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown cup, lot# unknown. Item# unknown, unknown stem, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08927.

Event description:
Patient¿s legal counsel reported patient underwent left total hip arthroplasty approximately 9 years ago. Patient further reports patient underwent a revision procedure 9 years post implantation due to altr, pain, wear, bone loss, and elevated ions, surgeon noted "brown synovium circumferentially" requiring debridement of all the metal reaction around the joint. Attempts were made to obtain additional information; however, none is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records report mild meallosis reaction limited to the synovium during revision. Lab notes identified patient was detected with elevated metal ions. Device history record (DHR) was reviewed and no discrepancies were found. Additional information does not change the root cause of the previous investigation. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected complaint sample was returned and evaluated against the reported event. Visual inspection of the head shows the device to be assembled with the taper insert. Scratching was observed around the lower portion of the outer radius. A larger scratch can be seen running over the top of the head. Tool impressions have been left on the rim of the head and the corresponding edge of the taper insert. The exposed face of the insert is scratched and no debris was observed inside the taper of the insert. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : part: 157850, m2a-magnum recap cup 50odx44id, lot: 574390, part: 157444, m2a-magnum mod hd sz 44mm, lot: 122080, part: 11-103203, taperloc por lat fmrl 9x137, lot: 949320, part: 139252, m2a-magnum 42-50mm tpr insrt-6, lot: 884520.

Event description:
No further event information available at the time of this report.